Event description:
The device was used during a laparoscopic cholecystectomy procedure, the clips did not load properly into the jaws. The surgeon applied another device. The hosp has reported that no pt injury occurred.